Manufacturer narrative:
H.6. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided . Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that the angiocath 24ga x 0.75in was cracked during use. The following information was provided by the initial reporter, translated from portuguese to english: "the hub is cracked, then it cracks and the access is lost."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [8203658] was not found for the reported catalog # [38833614]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the angiocath 24ga x 0.75in was cracked during use. The following information was provided by the initial reporter, translated from portuguese to english: "the hub is cracked, then it cracks and the access is lost."